Event description:
Additional information was received on 06apr2021. Terumo medical received a user facility medwatch report # (B)(4). The event description states: "right radial access had 1-3 cm hematoma requiring hand held pressure due to tr band with "pillow" valve not holding air at 0810. Tr removed and transferred to huc at 0815 with 1 cm hematoma. Hand held pressure for 36 minutes. Rt hand swollen with petechiae" "it is suspected that the black valve may be slowly releasing air rather than the staff removing it at designated intervals." "This product had patient contact and minor temporary harm to patients involved."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections a, b5 and g2. To update section b3; the date of event was initially reported to be 09mar2021; however, was confirmed to be 23feb2021, and to provide the device return date in section d9. User facility medwatch report # (B)(4) and maude report # (B)(4) have been provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One regular tr band assembly and its inflator were returned for product evaluation. Visual inspection revealed no damage or anomalies. The sample was subjected to leak testing. The inflator was used to inflate the tr band with 15 ml of air. The inflated tr band was then submerged underwater and no air bubbles were seen at the air inlet valve. No bubbles were observed along with the seals of the large and small balloons. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the returned device, the complaint cannot be confirmed for airflow issues because the device passed leak testing, no air bubbles were noted at the inflation balloon or the large and small balloons. The exact cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was used; right radial access had 1-3 cm hematoma requiring handheld pressure due to tr band with "pillow" valve not holding air at 0810. The tr band was removed and transferred to huc at 0815 with 1 cm hematoma. Handheld pressure for 36 minutes. Patient's right hand was swollen with petechiae. Additional information was received on 10mar2021. The procedure performed prior to tr band being used was a cath. The patient's condition was stable.